Event description:
It was reported that the user had been disconnected from the ilet following prior incidents and later reconnected, after which a low blood glucose of 57 mg/dl occurred and was treated with oral glucose, with subsequent improvement to 77 mg/dl and symptom relief. Symptoms included hypoglycemia. Outcomes included no hospitalization and recovery after treatment. Investigation included customer support troubleshooting and device setup assistance. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no confirmed device malfunction identified during support-assisted reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.